Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition an engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed the cut and seal test 2 of 2 attempts. The instrument was fully functional. No product issue was identified. No failures were found in the logs. Probable root cause of issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the vessel sealer extend instrument did not work and was immediately taken out of the patient. No harm to patient as it never worked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue reported did not involve delayed sealing or insufficient sealing. The issue was related to the instrument never working. No other issues were noted that were not listed. No errors occurred. There was an audible signal when the pedal was pressed. Seal cycle completed with fast audible tones as expected, both surgeon and staff heard the audible sound. No tissue effect was observed during the sealing cycle. No tissue was cut that was not fully sealed. The abdomen was the target tissue. No bleeding was observed.